Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid and abdominal pain. The cause of peritonitis was unknown. The same day as the initial symptom onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 4th day, ongoing) and meropenem injection (250mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment and pd therapy were discontinued (on an unknown date). The pd catheter was removed and the patient was transferred to hemodialysis (15 days after hospital admission). At the time of this report, the patient has recovered from peritonitis, abdominal pain and cloudy pd fluid (on an unknown date); however, the patient remained hospitalized. Should additional relevant information become available, a supplemental report will be submitted.